Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, the nursing staff reported that upon opening the tray, the iodine packet was found to be ruptured, and the solution had leaked throughout the entire tray. This incident has affected the usability of the kit. They found 5 trays with same issues.

Event description:
It was reported that before use, the nursing staff reported that upon opening the tray, the iodine packet was found to be ruptured, and the solution had leaked throughout the entire tray. This incident has affected the usability of the kit. They found 5 trays with same issues.

Manufacturer narrative:
The reported event was confirmed - manufacturing related. Received 1 sure step foley tray system in unopened packaging and 1 sure step foley tray system in open packaging. Verified material number a942216 and batch number nghx2379. Visual inspection noted the iodine packet was found to be ruptured, and the solution had leaked throughout the entire tray. The labeling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Based on the results of the investigation no additional actions are required at this time. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.